Event description:
(B)(4). Extreme pain during insertion. Pain continued non stop for almost a month. From tht point on I have severe cramps that feel like labor pains especially on my right side the week before my period and the week of. Sexual intercourse is also very painful during that time. My right hip and leg hurt so much that I can barely walk or function normally. I suffer from belly swelling as well.